Manufacturer narrative:
H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H11: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in charleston, south carolina. From analysis of the provided documentation from the customer, the following additional information was retrieved: the operating suite where the surgery was performed seems that utilized non-sterile tap water in certain pieces of equipment, which water possibly contained mycobacterium chimaera; medical staff required the patient to undergo additional, unnecessary and invasive open-heart surgery and treatments that failed to properly treat or eradicate the m. Chimaera infection, and which caused the patient to sustain severe pain and suffering, damages to his heart and internal organs, as well as a significantly shortened life expectancy. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Complainant alleges through their counsel a mycobacterium chimaera infection after lvad (left ventricular assist device) placement performed on (B)(6) 2019, in which a livanova heater cooler 3 t system device was used. Mycobacterium chimaera infection was diagnosed into the patient after his heart transplant surgery in (B)(6) of 2021 when the lvad was removed and biopsies were conducted. The patient died on (B)(6) 2022. His autopsy concluded the cause of death was due to complications of disseminated mycobacterium chimaera infection following heart transplant due to chronic mycobacterial infection of left ventricular assist device.